Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump back light functioned properly. The insulin pump had a high idle current and the problem was isolated to the mother board. No battery out limit alarm was noted. The insulin pump passed the basic occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 299 mg/dl. The customer removed the battery and replaced it but now it is stuck on battery out limit and the keys aren't working. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 299 mg/dl. The customer reports they are unable to troubleshoot at time of call. The customer was advised to call when the alarm occurs in order to troubleshoot.